Manufacturer narrative:
Additional information received revealed the 20 degree rotation was noted on (B)(6) 2018. The explant was performed on (B)(6) 2018. The patient was doing fine post-op. No additional surgical intervention was required. The explanted iol was discarded. The patients date of birth was provided as (B)(6) 1945. As a result the following fields have been updated. Date of birth: (B)(6) 1945. Date of event: (B)(6) 2018. Date of explant: (B)(6) 2018. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018 and (B)(6) 2018. If explanted, give date: to date the lens remains implanted but it was planned to be explanted (date unknown). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a refractive miss after the implantation of the symfony toric intraocular lens (iol) in the patient's left eye. Reportedly, the lens had rotated post-op and it was 20 degrees off axis from the intended orientation. The patient complained of blurry vision ou (both eyes). The lens is planned to be exchanged. No further information was provided.